Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal') in a 28-year-old female patient who had essure (batch no. 975385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included naproxen sodium (aleve). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), fatigue ("fatigue"), infection ("infection (other)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"), was found to have weight increased ("weight gain / loss specify which one: weight gain.") And hormone level abnormal ("hormonal changes") and underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), back pain ("back pain") and muscle spasms ("leg cramps"). The patient was treated with surgery ((B)(6) 2014, surgical removal of coil(s)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, migraine, fatigue, weight increased, infection, hormone level abnormal, cholecystectomy, cystitis, urinary tract infection, vaginal infection, vulvovaginal pain, back pain and muscle spasms outcome was unknown. The reporter considered back pain, cholecystectomy, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, infection, migraine, muscle spasms, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal') in a (B)(6) year-old female patient who had essure (batch no. 975385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included naproxen sodium (aleve). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), fatigue ("fatigue"), infection ("infection (other)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"), was found to have weight increased ("weight gain / loss specify which one: weight gain.") And hormone level abnormal ("hormonal changes") and underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), back pain ("back pain") and muscle spasms ("leg cramps"). The patient was treated with surgery ((B)(6) 2014, surgical removal of coil(s)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, migraine, fatigue, weight increased, infection, hormone level abnormal, cholecystectomy, cystitis, urinary tract infection, vaginal infection, vulvovaginal pain, back pain and muscle spasms outcome was unknown. The reporter considered back pain, cholecystectomy, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, infection, migraine, muscle spasms, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 29-jul-2019: pfs received lot number was added. Events "hormonal changes, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), infection (other), migraines / headaches, device breakage, dysmenorrhea (cramping), surgery (other) type of surgery: gallbladder removal; dyspareunia (painful sexual intercourse),pelvic pain, vaginal discharge, fatigue, weight gain, vaginal pain, leg cramps, back pain" were added. Reporter, patient and product information were added. Lab data and concomitant drug was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), pelvic pain ('pain') and cholecystectomy ('surgery (other) type of surgery: gall bladder removal') in a 28-year-old female patient who had essure (batch no. 975385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included naproxen sodium (aleve). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), fatigue ("fatigue"), infection ("infection (other)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"), was found to have weight increased ("weight gain / loss specify which one: weight gain.") And hormone level abnormal ("hormonal changes") and underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), back pain ("back pain"), muscle spasms ("leg cramps"), psychological trauma ("psych injury"), abdominal pain ("pain :abdominal") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery ((B)(6) 2014, surgical removal of coil(s) and laparoscopy with removal of bilateral essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, vaginal discharge, migraine, fatigue, weight increased, infection, hormone level abnormal, cholecystectomy, cystitis, urinary tract infection, vaginal infection, vulvovaginal pain, back pain, muscle spasms, psychological trauma, abdominal pain and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, back pain, cholecystectomy, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, hormone level abnormal, infection, migraine, muscle spasms, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 220 lbs. She had received treatment for the following events" pain: pelvic/ abdominal, breakage, vaginal discharge, vaginal infection, fatigue, weight gain, gi (gastrointestinal) conditions, migraine". Removal details: using the gyrus bipolar needle, the right fallopian tube was opened in its proximal portion down to the cornu where the device was removed in total from the uterine cavity. It did break and was removed in two separate pieces, on the patient's left side, similarly the tube was opened and the device was removed, this device also broke, but it was removed as two separate pieces and was removed in total. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: " device breakage, muscle cramps, pelvic pain, back pain, dyspareunia, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events ¿psych injury, pain: abdominal and gi (gastrointestinal) conditions¿ were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.